Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing at 200 ml/ hr witha volume to be infused of 50ml using a fluke ida5 infusion analyzer or when doing the gravimetric test. It was also reported there was no patient involvement.